Event description:
The doctor went to put the porus coated femur in but it would not fit. The doctor did not want to impact the device in place as this would have affected the other components. Instead, he opened cemented femur and it fit with no further problems. Procedure was delayed by 15 minutes.